Manufacturer narrative:
The customer confirmed the wash station was ok, and the adjustments to the sample and reagent probes were "good." The investigation reviewed the calibration trace and the alarm trace but the files did not show any evidence of the reported issue. The customer confirmed the issue has not recurred. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling or sampling issue. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on a cobas 8000 c 502 module. The patient's initial creatinine result was reported outside the laboratory. The patient's doctor questioned the result and the customer performed repeat testing with the sample. The patient's initial creatinine result was 8 umol/l. The patient's repeat creatinine result was 218 umol/l. The creatinine reagent lot number was 62066601 with an expiration date of 30-nov-2022.